Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor saline breast implant and experienced postoperative deflation (unknown side) and surgical intervention. A biopsy was performed on a patient for an unspecified reason. The deflation was inadvertently caused during the biopsy. Follow-up is still in progress. If additional information is received in the future. A supplemental report will be submitted.